Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device was broken was confirmed. It was determined that the crack on the oscillating head was due to be improper construction and design. This issue has been captured in a CAPA. The assignable root cause of the trigger being jammed was determined to be due to wear from normal use. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side of the battery oscillator device was out of specification, and the trigger of the device was blocked, jammed, and moving heavily. It was noted that the oscillating head was cracked. It was further determined that the device failed pretest for general condition, check saw blade coupling, and trigger test. It was noted in the service order that the power tool was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.